Event description:
The customer reported that during an assignment the unit powered down during operation indicating a "needs service" prompt. A backup device was used and there was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that during an assignment the unit powered down during operation indicating a "needs service" prompt. A backup device was used and there was no adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.